Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector clamp led was not illuminating. Patient involvement unknown.

Manufacturer narrative:
One device was received with no cuffs, air detector user interface pulled off, air detector gasket incorrectly put on, air detector door broken, old style float switch that was cracked, back panel ground wire connector was broken, crack in return tube. Functional testing showed audible alarms worked on air detector but no visual alarms due to the user interface being pulled off. A probable root cause was the user interface on air detector was faulty, so the customer removed it and attempted to replace it. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Put on new air detector user interface. Replaced door assembly, air detector gasket, float switch, return tube, grounding wire, printed circuit board (pcb), o-rings, and fan guard. Device passed all functional and delivery tests.